Event description:
(B)(4). I got the essure in (B)(4) 2014. Since then I have had horrible cramping and back aches during my period. I also have bloating and cramping when I'm ovulating. I have always been thin but I've started to get a belly like a pregnant woman. I get horrible migraines, dry mouth, back aches, insomnia, fatigue, weird dreams. I bruise easier, and I'm always achy or having pains. I've been grinding my teeth and I'm constantly needing a mint because I have a funny taste in my mouth. I've also been fighting depression.